Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that they passed out two years ago when they traveled to texas. The patient reported that they have had 7-8 fainting episodes in that the past two years as well and had another fainting episode a week prior to the date of this report. It was noted that the patient's device has been turned off for the past 5 months. The patient stated that they would turn it on once a month and charges it every two weeks. The patient was to follow up with their healthcare provider (hcp). Indications for use are non-malignant pain and complex regional pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.